Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on (B)(6) 2021 for transmitter with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Receiver charge and boot test was performed and passed. Functional test was performed and passed. A review of the share logs was performed and data does not reflect the incident date. The allegation was undetermined. No injury or medical intervention was reported.

Event description:
It was reported, that signal loss over 1 hour occurred on 11-23-2021. For transmitter with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Receiver charge and boot test was performed and passed. Functional test was performed and passed. A review of the share logs was performed, and data does not reflect the incident date. The allegation was undetermined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.